Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field f10: device code.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Based on the additional information received indicating that this rv lead exhibited noise when the physicians connected the lead; hence, this event is deemed non-reportable.